Event description:
N/a.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history record reviewed revealed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was unconfirmed. Root cause analysis cannot be completed at the moment. UDI #: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a3059 mayfield composite series skull clamp slipped causing a laceration to the patient¿s head. During patient positioning and location verifying x-ray prior to preparation, the surgeon was unable to see the operative area due to patient habitus. In this time, patient¿s head slipped due to the positioner not maintaining its locking position causing a small laceration to the right side and approximately 2-2.5 centimeter (cm) laceration to the left side of the patient¿s head. The patient was returned to supine position wherein the surgeon cleaned and closed the larger left sided laceration with five (5) staples prior to proceeding with repositioning. The date of the event and procedure was not specified. It was unknown if there was surgery delay and impact to the patient. Additional information has been requested.